Event description:
Customer states tubes have failed. It seems that the tubes are not obtaining sufficient vacuum pressure resulting in a short draw. The site experiencing short draws is sarmc [st alphonsus regional medical center], boise main site, and not sure of the elevation. The percentage of tubes underfilling are 95%. All collection systems have been tried with the same results. The lead phlebotomists confirmed that a discard tube is drawn before the coagulation tube when a safety blood collection set is used. When asked if the phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled, the customer advised that most of the phlebotomists having the problem attested to having experienced this issue in the past with greiner tubes and knew about this technical requirement to use the tubes. They also confirmed that the following recommended technique in the IFU and getting the same results. This is occurring with multiple phlebotomists and nurses. The tubes are underfilling greater than or equal to 10% below fill arrow.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received and the evaluation is ongoing. As soon as the investigation of the event is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 1 rack 454322/b2106367 for evaluation. Received customer pictures. A check of production and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion;